Event description:
It was later reported that the prior to the device patient had urinary tract infection (uti)s at least every other month. After implant in 2012 the patient had three utis and two of those were within the past two months. The causes of the utis were reported as no known causes. The steps taken to resolved the reported issues was reported as patient visited their hospital, doctor, adjusted device drank more water and would be having upcoming appointment with their urologist.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va086fc, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer's family/ friend reported the patient had not been having any infections for a long time but they were coming back- bladder infections/ urinary tract infections. The patient started having bladder pressure like she had to go to the bathroom and she had pain when she urinated. The patient was running a low grade fever and was feeling crappy. She was taken to urgent care and she got started on oral antibiotics. After culturing the patient's urine, she was given a shot of rocephin on (B)(6) 2015. The patient still had bladder pressure but no pain when urinating. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.